Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction b5: additional information received reports that the device longevity meets/exceeds the expectations of the physician. Therefore, this event is no longer reportable.

Event description:
Additional information received reports that the device longevity meets/exceeds the expectations of the physician. Therefore, this event is no longer reportable.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg has reached end of life. It is unknown if this occurred prematurely. Surgical intervention may be pending to address this issue.